Event description:
The customer reported that half way through the procedure, the instrument stopped working. A new instrument was used to complete the procedure without incident. Upon receipt, it was revealed that the seal plate is missing from the device jaw.

Manufacturer narrative:
(B) (4). (B) (4). A visual examination of the incident device revealed the plastic part of the jaw was separated from the outer metal part and was not returned. Insufficient glue was applied during the manufacturing process. The jaws would not align properly when the sample was latched closed. No trend has been identified for this issue. The customer reported that nothing fell into the pt cavity.